Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 5 alleged false positive sars results on symptomatic patients. No conflicting or confirmation testing has occurred customer just feels these are false positive results. Report 4 of 5.